Event description:
Unit alarmed, "fail to cycle" display locked up with all 888's. Staff at bedside immediately removed patient from ventilator and began to manually ventilate patient. No patient injury reported. Replacement vent obtained.